Manufacturer narrative:
Reported event of side car - rx pushback. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter compatable basket was used in the pancreatic duct during a spyglass with cholangioscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician noted that the sidecar rx of the device was noted to be pushed back about 1 or 2 mm away from the distal tip. Therefore, the physician had difficulty maneuvering it over the guidewire and ¿impaired ability to open and close it properly in the pancreatic duct.¿ the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine." Additionally, this device is not indicated for use within the pancreatic duct.